Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2015-00900 to provide additional information. As additional information, olympus medical systems corp. (Omsc) found that this report and MFR report # 8010047-2015-00899 are duplicates on november 16, 2015. Therefore, we are retracting MDR.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
The subject device was used during a colectomy. It was informed the ptfe pad was separated. And it was also informed the procedure was completed. There was no patient harm reported.